Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the infusion tubing had detached from the connector of the infusion sets. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set was requested to be returned for product evaluation.